Event description:
The tip of nerve hook instrument broke off and fell into the patient's heart during a valve replacement surgery. Attempts to find it with magnet unsuccessful. X-ray of patient did not reveal where tip was at. X-ray done of cell saver and heart bypass filters. The tip was found in the cell saver filter.what was the original intended procedure?heart valve replacement.device #1is this a laboratory device or laboratory test?no.